Manufacturer narrative:
Additional information. According to the information received from the field in situ measurements at initial activation showed six channels with hi impedance likely due to physiological changes inside the cochlea. During the last fitting appointment in situ measurements show all channels within specification. The device remains implanted and in use. This is a final report.

Event description:
The user came for the first activation and in situ measurements showed 6 channels with high impedance. Aside from the results of the in situ testing, the first activation was normal and it was decided to see how the benefit develops and then decide if re-implantation is necessary. It is assumed, that there was air inside the cochlea which caused the high impedances.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came for the first activation and in situ testing showed affected channels. Aside from the results of the in situ testing, the first activation was normal and it was decided to see how the benefit develops and then decide if re-implantation is necessary.